Manufacturer narrative:
Follow up attempts were made to obtain repair information from the customer. If information is received, the complaint will be updated.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the blower not working. Failure of the blower during use in normal ventilation mode operation may result in no flow / ventilation during breath cycle. No patient involvement reported.